Manufacturer narrative:
Based on inspection of the device at the service center, the issue was attributed to fluid invasion.

Event description:
It was reported that there was discoloration to all images such that anatomy could not be visualized. There was no patient injury or other adverse health consequence.